Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens.(B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but the surgeon changed his mind for an anterior chamber lens. There was patient contact but no injury. The reporter stated the event was not lens related.